Event description:
It was reported that the patient was experiencing pain and burning at the implant and side. It was noted that there was a sudden change in therapy/symptoms. The burning began one month prior to the time of report, and the pain started within six months of device implant. The implantable neurostimulator (ins) was ¿cutting in¿ the upper buttock, and it had been this way within six months of implant. Exercising hurt every time, and the next day felt really painful. The burning ache was almost constant and it was very hard to deal with it. It was also mentioned that the patient was taking oxycodone and it was better than it was before. The physician suggested ins replacement, and the patient was scheduled to meet with this physician on (B)(6) 2015 to discuss pain he was having from the implant. It was also stated that the patient was suicidal prior to ins implant. Additional follow-up reported that the patient¿s constant pain was due to the fact that the battery was inserted into an area in the upper buttocks where there was ¿too much muscle.¿ the patient had this pain since ¿the inception of the battery.¿ it was noted that the pain within the area of paresthesia was under control. The physician was performing a procedure which required the patient to stop taking plavix for five days. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 97792, lot# n381410, implanted: (B)(6) 2013, product type: accessory. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).